Event description:
I wanted to dissolve lip filler and used the services of a person I had been using before. The cosmetologist - (B)(6) injected a dissolved in my lips that damaged the soft tissue and caused me a lot of problems and money loss. I didn't know that the reason was in her dissolving first, I went to add filler to my lips after dissolving but some spots on my lips wouldn't get filled and it looked like I had indents, looking like holes. I spent a ton of "ney" trying to fill it with fillers. I went to (B)(6) to see her opinion and she said I had bad filler work done, and I have to remove filler again. So I did. I came to her for removal and I had an allergic reaction this time to her dissolver. She couldn't provide any medical help to my severe allergic reaction other than giving me benadryl because she doesn't work at a licensed medspa and doesn't have a doctor onsite. Later on, I came to her to add filler to my lips, she used stylage, a filler that is not FDA approved in the USA and has been discontinued from production in europe. However, (B)(6) had no problem using this filler. After the injection I saw that the indents are still there and that all the money I spent for filling them and dissolving was a waist and there is a problem other than bad filling. I consulted with multiple doctors online and in-person and it appeared to be that everybody I talked to had pretty much the same verdict - damage of the soft tissue that is permanent and will require at least a year to heal, and then I'll have to add filler constantly to my lip to bring it more or less to a normal shape (right now they look absolutely uneven, indented and disturbing). I had a lot of stress and anxiety over this situation, I reached out to (B)(6) and she was in a position that she has nothing to do with this. However, when I told her that I'll file a complaint she agreed to return me the money for her services. She refused to write online the name of the dissolver "t=she" used and only wanted to tell me the name in person. She did give me the name and it wasn't anything that they use on the territory of the USA, she brought that product from belarus. She said it is also discontinued from production. Later I saw she deleted her (B)(6) messages in our conversation where she gave me her address but I already had screenshots of that before she deleted them. My complaint is that (B)(6) performs facial injections at a nail salon polish bar without a license, she uses non-FDA approved products that caused me the loss of soft tissues in my lips. She dissolved the filler in my lips by using a product that has been discontinued from production and is not approved for use in america. She also used a facial filler stylage, that is not FDA-approved and has been discontinued as well. (B)(6) also performed her esthetician services during the lockdown and the time when she wasn't supposed to work due to the state restrictions related to the pandemic. (B)(6) also splits syringes of fillers between multiple people putting everybody at risk of infection. She offered multiple times to use someone else's leftovers of filler, and she did do so on my lips once. (B)(6) doesn't have a medspa license and doesn't have a doctor on-site which is why she is not able to provide appropriate medical help in case of allergic reactions (I had a reaction to her product and she only was able to give me benadryl while I needed a more substantial assistance) I want to prevent (B)(6) from performing her services further without license and using non-FDA approved products to prevent damages and injuries to other customers.